Manufacturer narrative:
Device evaluation summary: device evaluation of the battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. Additionally, the battery board was contaminated and the q1 current-controlling resistor was thermally damaged. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. The root cause for the contamination was ingress of an unk liquid. The root cause for the damaged q1 transistor could not be positively identified. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 4/16/2013. Implementation began on (B)(6) 2013. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll dist returned battery charger/modem sn (B)(4) to report that the battery charger was resetting.